Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (stent dislodgement); patient¿s condition affected effectiveness of device (lesion morphology) ¿ moderate calcification and moderate vessel tortuosity. (Deformation problem). Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ moderate calcification and moderate vessel tortuosity. Inherent risk of procedure ¿ (stent dislodgement). (B)(4).

Event description:
Physician attempted to deploy a resolute integrity 3.5x38mm drug eluting stent. Target lesion was in the proximal rca. Lesion had moderate tortuosity and moderate calcification. Resistance was encountered when advancing the device and stent dislodged from catheter. No excessive force was used when advancing catheter. A snare was used to remove stent from patient. No patient complications were reported. Evaluation summary: the stent was returned for evaluation. The delivery system was not returned. The stent was severely stretched and deformed.